Event description:
During this surgery (with presence of our sales rep), they had implanted a global ap humeral stem in combination with a fixed taper assembly. After reduction with the testing components they decided to change from a standard humeral head to a cta head. Owing to the monobloc design of the cta head they tried to remove fixed taper assembly from the humeral stem by using the extraction handle. But the cold welding of these to implants was brilliant so that there was no possibility to cut this components from each other. Caused by this problem they had removed the humeral stem together with the fixed taper assembly like in revision case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.